Manufacturer narrative:
Pump and catheter were analyzed. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the [upper/lower] shaft of gear number [one/two] (or the rotor). Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. The catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (4000mcg:ml at 975mcg/day) via an implantable pump for spinal pain. It was reported that the patient's pump alarmed. When it was interrogated, it showed on (B)(6) 2021 at 3:45am: critical alarm-stopped pump >48 hours, on (B)(6) 2021 at 12:29am: motor stall recovery. (B)(6) 2021 at 12:35 am: motor stall occurred. (B)(6) 2021 at 7:34pm: motor stall recovery. The pump's elective replacement indicator was (B)(6) 2022 and the patient had been scheduled for a replacement in (B)(6). There were no known external factors that could have led/contributed to the event and no diagnostics/troubleshooting were performed. The patient's pump was replaced today and the issue was resolved. The pump will be returned for analysis. The patient's weight was (B)(6) pounds and their medical history was unknown. They were without injury at the time of the report.